Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 5071-53 implantable pacing lead implanted: (B)(6) 2007, 6949 implantable tachy lead implanted: (B)(6) 2007, 3830 implantable pacing lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device longevity was just over three years, likely due to a high threshold on the left ventricular (lv) lead. The device was explanted and replaced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.